Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Device met all release criteria and was successfully implanted. Post implant transesophageal echocardiogram (tee) was negative for pericardial effusion. Patient was brought to recovery unit and developed chest pain approximately 45 minutes later. A follow up tee was performed to reveal a perforation and pericardial effusion. A subsequent cardiac tamponade occurred. Patient was brought back to the catheterization lab and a pericardiocentesis was performed. The effusion resolved and the patient remained stable. Patient has been discharged.